Event description:
On (B) (6) 2009, during device evaluation by baxter the stop key on a colleague cx volumetric infusion pump single channel was found to be inoperable. No patient injury or medical intervention had been reported related to this device. No additional information is available. The device has been sent to the baxter pump analysis lab for further testing. This device utilizes user interface module master software (B) (4) categorized as colleague 2006.

Manufacturer narrative:
Evaluation summary: the reported condition of an inoperable stop key was confirmed due cut traces on the pump head module keypad flex. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
The account alleges that the nurse call system will not send a signal to the nurse's station. No injuries were reported.

Manufacturer narrative:
Date device returned to manufacturer is 10/20/09. (B) (4)